Manufacturer narrative:
H10: the data acquisition (da) printed circuit board assembly (pcba) that was replaced was returned to the philips product investigation lab (pil) so that it could be evaluated by a pil technician (tech). The pil tech performed functional analysis of the device, and the pressure accuracy test passed. The pil tech also verified that the average machine and proximal pressure were within the expected range at when set to 0 cmh2o. The pil tech could not duplicate the alleged proximal pressure sensor range error. It is determined that the returned da pcba operated without issue and no fault was found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The field service engineer (fse) went to the customer site on (B)(6) 2024 to service the v60 ventilator. The customer biomedical engineer (bme) provided the fse with the proximal pressure sensor range error in the device event log. The fse replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the proximal pressure sensor range error alarm. Following the part replacement, the fse completed a performance verification test (pvt) and the device passed all of the included testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.